Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During attempted implantation, it was reported that the right atrial (ra) lead dislodged repeatedly and the physician experienced placement difficulty. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.